Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient¿s ipg is inoperable and is unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Correction: e1: physician information updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. (Weight)